Manufacturer narrative:
One opened and used reservoir was inspected and the manual prime could not be performed. The second o-ring was found out of the groove per the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that the bottom o ring of the insulin pump is damaged. The blood glucose reading is 130 mg/dl. Nothing further reported.